Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was as high as 504mg/dl and manual injections were administered to address the bg level. The customer's clinical diabetes specialist stated that the customer had using multiple different types of infusion sets to attempt to resolve the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
On (B)(6) 2017: the pump logs were reviewed and it was found that the customer was not following cartridge labeling by using cartridges longer than 72 hours when paired up with novolog. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Conclusion code is in addition to initial reported information.